Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g23 that has a similar product distributed in the us, list number 4p54. The reportability determination include both likely causes: architect hbsag qualitative ii, list 02g22-25, lot 02357fn00 and architect hbsag qualitative ii confirmatory, list 02g23-25, lot 01542fn00. Each list number will have a separate submission, see manufacturer report number 3008344661-2020-00022.

Event description:
The customer observed a (B)(6) architect hbsag qualitative ii and architect hbsag qualitative ii confirmatory results for 2 samples. The following data was provided: sample 1 (B)(6) 2019: (B)(6). Sample 2 (B)(6) 2020: (B)(6). The following assays were (B)(6): (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Correction of section d. Suspect medical device: 2. Product code: from ksj to lom on 20apr2020. The product evaluation includes both likely causes: architect hbsag qualitative ii, list 02g22-25, lot 07210fn00 and architect hbsag qualitative ii confirmatory, list 02g23-25, lots 95027fn00 and 09075fn00 . Each list number will have a separate submission, see manufacturer report numbers 3008344661-2020-00022 and 3008344661-2020-00032. A review of tickets was performed for reagent lot numbers 07210fn00, 95027fn00, and 09075fn00. The ticket search determined that there is normal complaint activity for the likely cause lots. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Field data was used to evaluate the performance of the architect hbsag qualitative ii assay. The number of standard deviations to the cutoff for the negative population tested showed lot 07210fn00 is within the established limits. Review of the median patient results by reagent lot report showed no atypical performance for lot 07210fn00. Specificity testing of negative panels, which mimics patient samples, was performed using in-house retained kits of architect hbsag qualitative ii confirmatory assay with lots 95027fn00 and 09075fn00. All specifications were met indicating that the lots are performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect hbsag qualitative ii assay, lot 07210fn00 or of the architect hbsag qualitative ii confirmatory assay, lots 95027fn00 and 09075fn00 was identified.